Event description:
Sorin group received a report that during a procedure, the s3 double head pump displayed an error message and stopped. The clinician power cycled the pump, which cleared the error message and resumed pump functionality. This occurred twice during the case. The case was completed and there was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to evaluate the issue. The service representative tested the pump and found a bad connection in the pump panel. When the connection was physically manipulated, the reported error could be reproduced. The service technician replaced the panel and all subsequent testing found the pump to be working properly. The investigation is on-going. A follow up report will be sent when the investigation is complete.